Manufacturer narrative:
(B)(4).

Event description:
A director of occupational health and safety called on behalf of two hospitals in the same health system with regards to complaints from several nurses who have experienced issues with accu-chek safe-t pro lancets. The lancets were not retracting back within the device. Not all nurses had accidental fingersticks , but one facility has had 2 nurses that have had accidental fingersticks. The date of the events are not known. It is also not known in which facility this has occurred. This medwatch will cover the first facility. Please reference the medwatch with patient identifier (B)(6) for information regarding the second facility. The nurses that reported the fingersticks reported the event to the health system as a blood borne pathogen exposure. The customer was asked, but did not know what treatment the nurses received and stated that treatment can vary from incident to incident. Each facility has been contacted in order to obtain further information, but no further information could be provided. The customer stated that an internal safety alert was sent out to all facilities within the health system. It was asked, but it is not known if the nurses were adversely affected due to the event. No adverse events were alleged. The product has been requested for investigation and replacement products have been shipped.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. No product was returned for investigation. There was no information provided that would point to a cause for the lancet to not retract.